Event description:
The customer reported to olympus, the autoclavable camera head has a recurring problem regarding the image disconnection and a 216-error code that is being displayed. The issue was found the first time during the procedure and then throughout the inspection of the device before starting. The contacts have been cleaned up, but the problem persists. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: d9, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that e216 error and e226 error occurred temporarily due to a water immersion of the cable and the water entered through the perforated area of the protector on the cable. According to reviewing the instruction manual at the time of product shipment as to water immersion of the cable, the following description is found. It is determined that the phenomenon indicated can be prevented by this. Never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.